Manufacturer narrative:
Manufacturer and user facility device experience report mw5094392 received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that in the year 2020, the patient developed a twitching and small shock vibration in the chest area where the implantable cardioverter defibrillator system was implanted. The patient reported receiving these sensations every two to three times per hour and experiencing "a minor shot" and light dizziness when adjusting the device or tapping the chest to make the sensation stop. It was noted that the implantable cardioverter defibrillator system was implanted in 2010 and the sensation developed since 2019 and was getting progressively worse. Additionally, the patient reported experiencing multiple minor shocks. No further information was available. Related manufacturer reference number: 2017865-2020-06854.